Event description:
Aortic balloon ruptured and physicians were unable to retrieve the balloon via l(eft) subclavian artery post valve deployment/ second device attempted to retrieve balloon also ruptured/ unable to control extensive bleeding /pt expired in operating room.